Event description:
The customer reported that while monitoring patients, the xhibit central station (xcs) would freeze. The customer sent the device to spacelabs healthcare for depot repair. At this time the device has not been evaluated. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The unit was evaluated by an equipment service center technician and the reported problem was verified. The technician reported that the unit had a lot of dust build up in the unit, the fan on the video card was not functional, and the display image would disappear. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and that they would need to replace the device.